Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Where was the leak? What color cartridges were used and the order? Was buttressing material used? Were any issues noted with device performance during procedure? How was the leak identified? What is the current patient status? Additional information received: the surgeon wanted to note that the patient had been "vaping" during recovery. Assuming to mean using an e-cigarette.

Event description:
It was reported that the patient appeared one week post op from having a gastric sleeve procedure when it was discovered the staple line was leaking. The surgeon put in two drains for now and the patient will visit again next week for further evaluation.

Manufacturer narrative:
(B)(4). Additional information requested and received: where was the leak? The leak was near the top of the staple line. What color cartridges were used and the order? One black and the remainder green loads were used . Was buttressing material used? One peri strip used on cartridge side. Were any issues noted with device performance during procedure? No issues that I am aware of intra-op.